Manufacturer narrative:
Device not returned. Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 6-1/2 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis. According to the operative report and transfer summary, the patient had a cardiac history that dates back to 2004 when he presented with congestive heart failure on multiple occasions. At that time he was found to have moderate aortic insufficiency and had an aortic valve replacement (avr) performed with an edwards bioprosthetic valve. Over the last two months prior to this surgery, the patient had been experiencing recurring congestive heart failure. A transesophageal echocardiogram (tee) was performed which showed failure of his prosthetic aortic valve with aortic regurgitation and aortic stenosis. Therefore, he was referred for redo avr with another edwards bioprosthetic valve. Intraoperative tee showed good biventricular function and a well-seated aortic valve. Furthermore, there have not been any allegations of a product malfunction.